Event description:
A customer reported she was asleep and when she got up, she experienced lightheadedness. She tested her blood glucose and received a reading of 64 mg/dl. The customer reportedly became shaky and did not feel well. The customer then checked her blood glucose again and obtained a reading of 299 mg/dl. The tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. No third-party medical intervention was required and no medications were reportedly taken. The customer reportedly ate food, began to feel better and then went back to sleep. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: the reported test strip # 0829003 does not match adc product data base.